Manufacturer narrative:
After removing the resqpump from the box, the pump was in good condition with no signs of damage. The force gauge was zeroed when first removed from the box. When the pump was compressed for the first time, it got stuck at 50 kg. After taking the clamshell apart, the gauge mechanism visually looked to be in working order (spring and gauge in correct orientation). The pushrod stem could be pulled out but was difficult to do the first time. A black spot was identified on stem that was potentially excess loctite but it wasn't confirmed. When the pump was reassembled, the gauge worked smoothly and no other problems were detected. The accuracy of the force gauge was verified on a scale and are within specification. The investigation suggests that an excessive amount of loctite was put on the stem causing it to stick in place. This caused the force gauge to get stuck at 50 kg after being compressed.

Event description:
Unwrapped the resqpumps straight from the box. The force gauge on one of the pumps was stuck at 50.